Manufacturer narrative:
Hamilton medical ag case number is (B)(6). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "during the pre-operational check the yellow alarm lamp lighted and an audible tone stated "low oxygen condition" nine times within a 10-minute time frame. The event log however no code was given only three exclamation marks.". There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "during the pre-operational check the yellow alarm lamp lighted and an audible tone stated "low oxygen condition" nine times within a 10-minute time frame. The event log however no code was given only three exclamation marks.". - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "during the pre-operational check the yellow alarm lamp lighted and an audible tone stated, "low oxygen condition" nine times within a 10-minute time frame. The event log however no code was given only three exclamation marks." - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that while the respiratory therapist was performing a pre-check of the device, the yellow alarm lamp and an audible tone stated, " low oxygen condition " nine times within a 10-minute time frame. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. To address the issue, a o2 mixer assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the o2 mixer assembly, as no further issues have been reported.